Event description:
An adverse skin reaction was reported after 1 day of wearing a adc freestyle libre 2 sensor. Customer experienced symptoms described as "unbearable pain on her arm´s tendon or muscle" and had contact with a healthcare professional who provided (B)(6) ) and prescribed (B)(6) for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported after 1 day of wearing a adc freestyle libre 2 sensor. Customer experienced symptoms described as "unbearable pain on her arm´s tendon or muscle" and had contact with a healthcare professional who provided meloxicam 50mg (nsaid) and prescribed prednisone 10mg for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) , along with the applicator, sharp, and sensor pack, have been returned and investigated. Visual inspection was performed on all components and no issues were observed. The applicator had fired correctly, and the sensor plug was properly seated in the mount. No physical damage observed on sensor patch. And no issues were observed with the adhesive. No malfunction or product deficiency was identified. This issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.